Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-113mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 79mg/dl and 82mg/dl. Reviewed meter memory 82mg/dl (B)(6) 2015 12:06:00 pm, fasting: yes. 79mg/dl (B)(6) 2015 10:35:00 am, fasting: yes. 85mg/dl (B)(6) 2015 10:10:00 am, fasting: yes. 84mg/dl (B)(6) 2015 07:28:00 am, fasting: no. 108mg/dl (B)(6) 2015 10:48:00 am, fasting: yes. Customers concern: 79mg/dl.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Meter to meter comparison showed 1: another device 174mg/dl (B)(6) 2015 10:35:00 am fasting. 2: true result 79 mg/dl (B)(6) 2015 10:35:00 am fasting. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 90-113mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 79mg/dl and 82mg/dl. Reviewed meter memory: (B)(6). Customers concern:79mg/dl